Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that they experienced high blood glucose of 426 mg/dl. Customer states that there are so many other alerts or alarms. Insulin pump will be return for analysis.